Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
New information received notes that a bluetooth (ble) reset was performed, and the ble telemetry was restored on the insertable cardiac monitor. No patient consequences were provided.